Event description:
The report stated that during cardiac surgery, a lap gauze or sponge with a ring on it caught fire. There were 2 es generators in use at the time, one in groin area and once in cardiac area. On first activation of the pencil in the cardiac area, there was a spark that ignited the lap pad. This resulted in a 1st degree burn of approximately 11 cm by 2 cm to the right breast. There was 100% oxygen in use at the time but the flow rate is unknown. They were not using an alcohol based prep solution.

Manufacturer narrative:
(B) (4). The generator was checked at the site and found to function to specification. The site's internal eval is that this was due to using es in an oxygen rich environment. They do not think there was a device malfunction. An or fire safety packet with info on preventing or fires was sent to the site.